Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. The standby current test is 1.0a. The criteria is <55. Pass. 2. Meter setting, audio and all buttons function are ok. 3. Tested the suspected meter with in house control solution and in house strips (strip lot number:d150923-1). The control solution tests for level low are 54/56 mg/dl; for level high are 261/270 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. 4. Tested the suspected strips (strip lot number:d6150721-2) by using same lot of our retained strips in the warehouse. The control solution tests for level low were 52/55 mg/dl; for level high were 271/280 mg/dl. The control solution ranges are: level low 25~70 mg/dl[?]level high 210~310 mg/dl. All results were within the acceptance range. Pass

Event description:
This is a supplement report to initial report # 3005862821-2015-00020 to submit additional investigation results of the suspect device.

Event description:
(B)(4) received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 between 2:00-2:30pm. Patient's husband((B)(6)) called in stating the patient ((B)(6)) tested her blood glucose with the prodigy meter and the meter displayed a reading of over 200mg/dl plus. Patient then tested again with the same meter and the meter displayed 117mg/dl. Husband suggested for her to go to the hospital. The reading according to phone conversation between prodigy and the reporter stated that the reading on the prodigy meter at the time of the event was 217. Patient did not display any symptoms. Prior to medical attention, patient had taken glipizide, metformin and antenolol (unknown how long prior to event). Patient also consumed a sandwich consisting of chicken, bun and a small amount of ketchup(total carbs 50). An additional glucose test was performed with the prodigy meter with a result of 117mg/dl. Patient's normal blood glucose level around the time of this event is between 90-105mg/dl. Patient's daughter drove patient to ER. Patient's glucose reading upon arrival at ER was 150mg/dl plus. Patient was administered plavix at ER to lower her glucose and was advised she should have been taking plavix since her strokes 3 months ago. Patient's glucose reading was not taken prior to discharge and her total stay in the ER was 3-31/2 hrs.